Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. The device was returned. The investigation is confirmed for a complete circumferential outer catheter shaft break. The investigation is inconclusive for retraction issues as the original sheath was not returned and functional testing could not be performed with an in-house sheath due to the condition in which the sample was returned (i.e. Circumferential break). The investigation is unconfirmed for a balloon detachment, as the balloon was returned attached to the catheter. The edges of the outer catheter shaft break were jagged and stretched, possibly indicating that excessive force was used. Therefore, it is possible that procedural issues contributed to the event; however, the definitive root cause could not be determined based upon the available info.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility was able to provide new patient and procedural information, which was updated in the appropriate sections.

Event description:
It was reported that the outer catheter shaft detached as it was being retracted into the introducer sheath. The device and sheath were removed as a single unit. There was no reported pt injury.